Event description:
The programmer was returned for (unspecified) service. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) device would not power up; power supply found out of electrical specification. Keyboard case hinges and power cord door are broken. ECG (electrocardiogram) connector is loose on a printed circuit board. Antennas are out of specification.